Event description:
During a routine review of programming history, high impedance was observed on system diagnostic test on (B)(6) 2015. The generator was implanted on (B)(6) 2015. During the implant surgery, high impedance was observed initially with > 10,000 ohms. Impedance resolved subsequently with system diagnostics showing 4036 ohms on 06/09/2015. On the next recorded visit on 11/18/2015, high impedance was again noted. Attempts to the physician were made regarding the observed high impedance but the patient involved is unknown. No other relevant information has been received to date.